Event description:
Complainant alleged that while attempting to defibrillate a pt the device was unable to discharge in AED-mode and was intermittently unable to recognize the attached defib electrodes. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.